Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This was used on (B)(6) 2026. The hub was not round but had an irregular shape. They were unable to use the catheter and had to re-start the IV.